Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex clear murphy eyesoft-seal endotracheal tube had leakage of air. There were no reported adverse patient effects.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. No discrepancies were noted upon visual inspection of the device. The device underwent leak testing by inflating sample and subsequently submerging it under water. A leak was observed to be coming from between the valve and pilot balloon. This confirms the reported customer complaint. The most probable cause of issue was determined to be that solvent was missing between pilot balloon and the valve, and there was lack detection of such issue by the production leak testing personnel.